Event description:
It reported that after successful deployment of the filter, it was noted upon removal that both marker bands from the delivery catheter had come off. Doctor cut down into the muscular/shoulder area & was able to retrieve only 1 marker band. The other one is lodged in fatty tissue. No other procedure is scheduled to remove the one indwelling marker band.